Event description:
It was reported that the right ventricular lead was measuring high pacing impedance between the ring and the coil. It was also reported that there were multiple non-sustained episodes and oversensing noted. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right ventricular lead was measuring high pacing impedance between the ring and the coil. It was also reported that there were multiple non-sustained episodes and oversensing noted. The lead was replaced. No patient complications have been reported as a result of this event. It was later reported that the lead measured low impedance between ring and coil.